Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the distal end. The cable segment that contained the crimp was missing from the clevis. Engineering also found indentations on the distal clevis. Engineering concluded the damage was likely due to mishandling and the cause of the broken cable. The other cables at the wrist were undamaged. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument was noted to have a broken connector. No patient harm, adverse outcome or injury was reported.